Manufacturer narrative:
Repetitive loads above specification likely caused the reported event. It is unk if the product will be returned for evaluation. If the product is returned, and additional relevant info becomes available, a follow up MDR will be filed.

Event description:
The customer reported that their cot sustained a broken load wheel casting. No pt or operator injury is alleged.